Event description:
It was reported by the patient that the monitor was unable to complete the send phase of the manual transmission. It would redial multiple times, then the amber indicator light under the phone icon would come on. The monitor was also connected directly into the modem, but it still did not complete the transmission. The monitor was replaced. No patient complications have been reported as a result of this event. The monitor was returned and subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis found it out of specification electrically. It was unable to pass the vendor's modem test due to a burned component.